Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother call reported via phone call indicating that patient insulin pump alarm no motor movement or negligible movement. Customer's blood glucose at time of incident was 280 mg/dl. Customer's mother stated the pump is block, the reservoir empty even though it was half full. Customer changed set and the insulin is not out of the cannula, then the piston is stuck permanently. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch also, unable to performed displacement, rewind, seating and basic occlusion due to no motor movement. No unexpected dose too big error noted during our testing. The insulin pump was received with scratched case and fading serial number label.